Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 3006705815-2018-01061. It was reported the patient underwent a permanent scs implant procedure. During the procedure, the doctor experienced difficulty placing the leads intended for use. In the process, a cerebrospinal fluid leak occurred when the doctor attempted to advance the leads. As a result, the procedure was abandoned. The patient began to experience headaches while in the recovery room. The headaches resolved the following day.